Event description:
The customer reported that the vs4 had a speaker malfunction (loss of audio). The customer indicated that there was a short at the speaker and main board connection. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.